Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 11-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the adaptor in channel 1 was very difficult to insert into header of new ins during routine battery change. There is an unknown cause or if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting involved trying to put saline on it to make it slide in easier. Interventions/actions included the healthcare provider being able to get the adaptor enough to get good impedances on contacts 0, 1, 2 but contact 3 was coming back as high greater than 40,000. Contact 3 is not being used at this time so it should not affect therapy. The issue is not resolved at the time of this report. The adaptor may get changed out the next time the patient is at eri roughly 2-3 years from now. No symptoms were reported. No further complications were reported or anticipated with this event.